Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 589 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer alleged that the insulin pump did not work properly due to battery issues. The insulin pump will be returned for analysis.